Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml exactamix eva (ethylene vinyl acetate) bags were leaking from an unspecified location. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, h6(update codes), h11. B5: it was further informed that the affected quantity was one (1). H11: the device was received for evaluation. Visual inspection was performed on the returned sample, and the reported issue of leakage was identified, as leakage of tpn solution into the outer pouch was observed. Functional testing was performed and a leak was identified and confirmed from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. Should additional relevant information become available, a supplemental report will be submitted.